Event description:
It was reported that the patient attempted to extract the implantable cardioverter defibrillator (ICD) and cut through the right ventricular (rv) lead and the right atrial (ra) lead. The ra and rv lead both exhibited high impedance, high thresholds, loss of capture, and oversensing with short interval count (sic). The system was explanted due to infection caused by patient's attempt to remove the system by themselves. The system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Visual summary analysis of the lead indicated apparent explant damage. No anomalies were found. Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2002. (B)(4).